Manufacturer narrative:
G4:05feb2021; b4:05mar2021. H10: part was returned to failure investigation (fi) for testing and evaluation. Complaint was duplicated. Root cause cannot be determined without opening the battery package. Unit will be returned to the battery manufacturer for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved.